Manufacturer narrative:
Evaluation summary. Device history record (DHR) review did not show any abnormalities. Also no remarks were made during the manufacturing process of this lot. There is no complaint sample available for further investigation. This complaint is most probably supplier related. The complaint is forwarded to the supplier for further investigation. The supplier response showed no other complaints for this lot and no issues were detected during batch record review. The root cause remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information requested and received. (B)(4).

Event description:
An ophthalmologist reported that during a cataract surgery with intraocular lens (iol) implant the patient experienced a complete posterior capsule tear and luxation of the iol in the vitreous body. The event was due to the canula detachment upon injection. The syringe's screwing tip was defective. The affected eye was the left eye (os). The iol was retrieved and repositioned in sulcus. The event was resolved with treatment. No additional information is expected.